Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device was doubling the insulin dosage. Device would deliver the bolus twice. Customer's blood glucose was 38 mg/dl. Device passed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programed with the correct time/date and monitored for 5 days with a 2.0 basal rate and several bolus deliveries were programmed and delivered also. All basal and bolus deliveries were delivered properly and were recorded in the daily total history files. The pump was downloaded and all bolus delivered were found at the care link report. No duplicate bolus, bolus anomaly or history anomalies were noted. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.